Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the posterior tibial artery of the lower leg. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, it was noted that the guide wire tip broke. The detached tip was then removed and nothing was left in the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. Analysis of returned product revealed that the device presents its distal tip kinked and also it's partially peeled off. The overall length was within specification. The outer diameter (od) of the distal tip could not be performed due to the peeled distal tip. The od of the middle of the device, and proximal sections were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the posterior tibial artery of the lower leg. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, it was noted that the guide wire tip broke. The detached tip was then removed and nothing was left in the patient. The procedure was completed with another of the same device. No patient complications were reported.